Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that 18 months post implant to a laparoscopic gastric band procedure, the tubing became disconnected from the port. The problem was discovered during an adjustment and confirmed through fluoroscopy. The port was replaced without any patient consequence.